Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that although there was an issue with the wireless footswitch it was able to successfully complete the procedure. There was no report of harm to the patient.

Event description:
It was reported to philips that the wireless foot switch lost connection. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary diagnostic procedure was being performed when the issue occurred. The issue was reported to occur only one time during the procedure, which was completed without any delay by continuing to use the wireless footswitch. A philips remote service engineer (rse) examined the system remotely and did not identify any errors in the system¿s log files. The system was confirmed to be operating as per specification and was returned to use in good working order. The codes were updated based on the investigation outcome.